Event description:
It was reported, the physician placed a second lead for a trial procedure. The lead was tested intraoperatively and showed several invalid impedances. The lead was repositioned but gave the same results and the patient experienced discomfort at the lead site. The lead was removed. The case was completed with one lead which provided effective coverage. The procedure was extended due to the issues. Note both leads were from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.